Event description:
It was reported that the system intermittently will not complete boot-up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, replaced a faulty 386 motherboard. System operates as intended.